Event description:
It was reported that the pt underwent a revision procedure on (B)(6) 2014. When securing the 4.5mm x 16mm sd variable screw in the anterior cervical plate 2-level 46mm, it passed completely through the hole in the plate. The plate and the screw were removed and another anterior cervical plate and six screws were successfully implanted with no further issue.

Manufacturer narrative:
Investigation is in process but not complete. A f/u medwatch report will be submitted to the FDA upon completion. This report is number 3 of 3 mdrs filed for the same event (reference 3005739886-2014-00017).